Manufacturer narrative:
Pr#: (B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported the ventilator is giving high o2 supply pressure alarm and oxygen not available message. The customer reported the unit was in use on patient, but there's no patient harm reported.